Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 jaws started glowing red in the patient's leg. They removed the unit from the leg and unplugged it. They switched the cable and the power supply and used a replacement vh-3000 unit to complete the procedure. The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
Evaluation: the device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)